Event description:
International affiliate reports this sensor replaced a sensor that gave negative pressure readings. This second sensor seemed to be working but it later ave a negative -27 reading and was explanted.